Event description:
I received mcghan bio cell textured breast implants style 468. I shortly thereafter developed severe hair loss, fatigue, joint swelling and pain, shortness of breath, headaches, vision blurring , pruritus. I was diagnosed with diffuse non-calcified granulomatosis of bilateral lungs, lymphadenopathy (cervical, hair, mediastinal), as well as exercise-induced asthma, hypothyroidism. I have heart palpitations and cardiac arrhythmia. I developed severe bilateral capsular contracture and breast pain, and then developed severe rippling, hardness, and disfigured appearance which necessitated an unwanted additional surgery.